Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level that ranged from 265 to 450 mg/dl. The customer did not see insulin coming from the tubing. The customer changed the infusion set tubing and site. An insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check using the current supplies and it was confirmed that the pump was operating as expected. Reportedly, the customer had used novolog insulin in the cartridge for 6-7 days.